Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. The caller stated that the device was not exposed to an MRI, and it passed the displacement test. The customer attempted to rewind the insulin pump, but insulin was squirting out of the tubing. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device alarmed an error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms. The device had missing end cap sticker.